Manufacturer narrative:
This event was originally reported under MFR# (B)(4) as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. It was reported that the patient experienced anemia on (B)(6) 2020. The event resulted in the patient being hospitalized from 10nov2020 to 22nov2020. The patient remains ongoing on vad support. The heartmate 3 instructions for use (japan) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted to the hospital from (B)(6) 2022 to (B)(6)2020 due to anemia.